Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (conformance) are reviewed and released according to the conformance review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was having an emergency and needed to cancel the pd treatment to go to the emergency room. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted for having shortness of breath and was in acute congegstive heart failure. The patient was discharged from the hospital on (B)(6) 2017. Medical records were requested.

Manufacturer narrative:
Conclusion: a temporal relationship between the adverse events of sob, acute chf experienced by the patient and subsequent hospitalization exist. However, due to the lack of information any possible causality between the liberty cycler and the adverse events leading to hospitalization cannot be determined. Additional information including the hospital discharge summary as well as the patients¿ comorbidities has been requested. Should additional information be made available this clinical investigation will be reevaluated.

Event description:
Information in the complaint file was reviewed. An end stage renal disease (esrd) patient utilizing the liberty cycler for continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) caregiver initially called customer service for instruction to disconnect the patient from the cycler because the patient was having a medical emergency. According to the caregiver the paramedics would take the patent to the emergency room (ER). The caregiver stated the emergency was not related to dialysis however no other details were given. During a follow-up call on 08/30/2017 to the peritoneal dialysis (pd) nurse it was revealed the patient had shortness of breath (sob), was in acute congested heart failure (chf) and was hospitalized. The pd nurse believed the patient was discharged on (B)(6) 2017 but had no additional information. The hospital course was unknown. Multiple attempts to obtain additional information were made and no other information was received.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was having an emergency and needed to cancel the pd treatment to go to the emergency room. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted for having shortness of breath and was in acute congestive heart failure. The patient was discharged from the hospital on (B)(6)2017. Medical records were requested.